Event description:
It was reported that the gna observed the resident's neck lodged between the mattress and the top left side rail which was raised. The resident's head was facing away from the bed. Pt was unresponsive with no vital signs.